Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted with a stylet returned in the lead. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. Upon placing the lead in the desired location the helix could not be extended despite 40 turns of the fixation tool. Another attempt was made using a straight stylet without success. There were no abnormal electrical measurements reported. The lead was extracted and an alternate implanted in its place. No adverse patient effects were reported.